Event description:
It was reported that this right atrial (ra) lead was potentially intermittently in the right ventricle (rv). When moving the patient, it was reported that his heart rate would drop into the 50's. Technical services (ts) reviewed the thresholds. Ts recommended an xray to review the lead position, which was performed and confirmed the correct positioning of both leads. The ra and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was potentially intermittently in the right ventricle (rv). When moving the patient, it was reported that his heart rate would drop into the 50's. Technical services (ts) reviewed the thresholds. Ts recommended a potential xray to review the positioning of the lead. The ra ad rv lead remain in service. No adverse patient effects were reported.